Event description:
It was reported that during a laparoscopic cholecystectomy, the device was spitting clips. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results of the instrument found that it was returned with the jaws yielded. The device was cycled and ejected the remaining clips due to the condition of the jaws. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips. The batch record was reviewed and no anomalies were noted during the manufacturing process. Yielded jaw.